Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate a report that the iabp unit stopped pumping during operation. The fse evaluated the iabp unit, reviewed error logs and was unable to duplicate the reported failure; therefore suspecting a faulty balloon. Unrelated to the complaint, the fse provided the customer with an extra set of ECG snap lead wires, as per their request. Functional testing and safety checks were performed. The unit passed all functional and safety tests per factory specifications. The iabp unit was returned to customer and cleared for clinical use.

Event description:
The ICU staff reported that the intra-aortic balloon pump (iabp) kept alarming "iab disconnected " while in use on a patient, although all connections were tight. Each time it restarts with the "start" key. The customer was searching for their 3rd console to switch to so that this unit can be taken to the biomed. There was no patient effects. No adverse event was reported.